Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this study case reports a revision of the insert was performed approximately 2 years post-implantation due to stiffness. The requested operative reports and x-rays have not been provided to fully evaluate the clinical root cause of the reported event. Therefore, patient impact beyond the revision cannot be determined. Without the requested information, no further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation. X-rays photos were provided, but a clinical evaluation could not determine the reason for the reported stiffness. The clinical/medical investigation concluded that, based on a review of the information provided, the clinical root cause of the reported adverse event cannot be determined. Therefore, the causal relationship between the s&n device and the reported issue cannot be confirmed. Although it was reported, the patient was revised as treatment for this adverse event, it is unknown how the procedure was finished. The impact to the patient beyond the reported stiffness, the reported revision and the subsequent post-op convalescent period cannot be determined. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected of the device used or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was a revision surgery due to stiffness. It is unknown how the procedure was finished. No other complications were reported.